Event description:
Hcp reported the pt was implanted with a synchromed pump in 2002 without incident. Pt was released later that day, but went to the hosp that evening complaining of pain and drainage. The next day, pt was seen in the emergency room with dizziness and weakness. Two days later the pump was programmed down to 4.5mg per day of drug and the pt was on a rebreather mask. Pt complained of pain when the programmer head was placed over the pump. Later that evening/night, the pt was found to be unresponsive and was intubated. The next day, the pump was turned off. The next day, 18cc of drug (dilaudid) was removed from the pump and sent for analysis. The analysis showed there to be no problem with the drug - "was found perfect." The pt died 2 days later. Autopsy results are pending. The hcp does not feel the death is device related. A follow up report will be sent when the autopsy results are complete.